Event description:
Non-rem (return electrode monitoring) polyhesive patient return electrode (grounding pad) placed on patient's lower back for an ablation procedure for atrial flutter. Post procedure, 2 blisters were noted on lower back. The electrosurgical unit did not alarm that pad was not secure.